Event description:
It was reported that the 9800 system was slow to boot up or no boot and a subsequent communication failure such that log files could not be retrieved. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.